Event description:
Complaint was received in a batch report from the distributor (log #79957 and 81062) on (B)(4) 2013. No other information was provided. Caller alleges that test showed a false negative hcg result using the consult diagnostics hcg urine cassette test.

Manufacturer narrative:
Investigation pending.